Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the lens would not advance in the injector. There was patient contact but no reported patient harm. Additional information was requested.

Manufacturer narrative:
The device with the lens was returned. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger is at the trailing haptic edge. The lens is advanced just inside the nozzle entry area. The trailing haptic is folded on the optic. The leading haptic is extended. There is no evidence of a plunger over or underride. The nozzle was removed and cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. The root cause for the reported event could not be determined. The plunger, lens and haptic positions were acceptable. The plunger was at the trailing optic edge. The lens was advanced just inside the nozzle entry. The manufacturer internal reference number is: (B)(4).